Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging but the battery life never increased. During troubleshooting with tandem technical support, review of pump data indicated the pump was plugged in to charge for several hours but the pump would not charge. There was no impact to the customers blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.